Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article: thermal burns caused by ophthalmic viscosurgical device occlusion in torsional phacoemulsification. (Tzu chi med j 2010;22(4):229¿231). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
In a literature study article, a physician reported that during cataract surgery (without intra ocular lens implantation), a male patient had phacoemulsification of a grade two nuclear sclerosis in the right eye and under topical anesthesia, viscoelastic was injected through a 2.75 millimeter temporal clear cornea incision, and a capsulorhexis and hydrodissection were done. Before the surgery, the keratometry revealed that there was a corneal astigmatism, measuring -0.75 diopters at an angle of 179 degrees. At the start of nuclear sculpting, a white plume was visible at the tip of the handpiece. The tip and the tubing were changed and reprimed, but a larger plume and whitening of the wound were still noted on sculpting. With higher vacuum and aspiration rate to aspirate the viscoelastic around the tip, then the occlusion sound disappeared, and sculpting went on smoothly. The wound was closed with three tight nylon sutures and adhesion of the iris to the internal side of the wound. Two weeks after the surgery, the corneal astigmatism was measured at -6.75 diopters at an angle of 100 degrees. One month after the surgery, the corneal astigmatism had decreased to -3 diopters at the same angle. The stitches were then removed and later corneal astigmatism had decreased and visual acuity was corrected. A pseudo-pterygium had formed, and iridocorneal adhesion causing a pear-shaped pupil persisted, but all the corneal folds were gone.

Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at investigation site for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
The events "visible plume, whiten corneal wound requiring suture, occlusion" were not considered to be serious reportable events (adverse events and device malfunction, as the reported literature article was published beyond 10 year window for literature reviews.

Manufacturer narrative:
Upon further review, the events "visible plume, whiten corneal wound, suture" were not considered to be a reportable serious injury, as the reported literature article was published beyond 10 year window for literature reviews. No further reports will be scheduled under mfg report num 1644019-2024-02079. The manufacturer internal reference number is: (B)(4).